Event description:
Irritable bowel syndrome, bladder irritability, myalgia, chronic fatigue, arthralgia, cystitis, nausea, fibromyalgia, joint pain, tingling in hands, hives, allergic rhinitis, flu symptoms, mild bronchial asthma, constant stiffneck, headaches, joint swelling, pain in knees, rt foot, rt hand and shoulder, itchy rashes on chest and right arm, breast tender and hard, depression, malposition of implants, burning pain in chest, can't sleep on stomach, tires easily, colds linger.